Event description:
It was reported that during a ptca procedure, the maverick2 monorail balloon ruptured. The lesion was located in the "very tortuous", calcified, and 99% stenosed proximal circumflex (cx). The balloon was initially inflated to 6 atm. During the second inflation the balloon ruptured at 11 atm. The procedure was successfully completed with another device. There were no reported pt complications. Pt status is listed as good.

Manufacturer narrative:
The device was not returned for review because it was disposed of by the user facility. Therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to determine the root cause of the event. A review of the manufacturing records shows that the device met its material, assembly and product specifications at the time of its release to distribution.